Event description:
It was reported that, after a tka surgery performed on (B)(6) 2009, the patient suffered from instability. A revision surgery was performed on (B)(6) 2025, in where the journ art ins bcs std 7-8 lt18 was found to have the post broken off. The broken implant was explanted and replaced. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed and revealed that the post of the insert is broken off. The clinical/medical investigation concluded that the photo image of an explanted insert appears to show obvious signs of insert discoloration and wear with a broken post. It is unknown if the same size insert was implanted. Based on the appearance of the explanted insert, wear over the approximate 15.5 years in-vivo likely contributed to the reported laxity. The thickness of the insert is suspicious for prior instability concerns; however, this cannot be confirmed. The onset date and severity of the reported laxity cannot be concluded based on the limited information provided and it is unknown to what extent the wear and laxity may have contributed to (or precipitated) the broken post. Therefore, a definitive clinical root cause could not be determined. The patient impact is determined to be the reported instability and noted broken post during the subsequent revision. A transient post-operative phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. According to the material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) shall be controlled. This material is used in the manufacture of surgical implants and instruments, and can be considered a surgical grade of uhmwpe. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces, injury and/or lifetime of the device. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.